Event description:
An implantable pulse generator (ipg) was returned from a funeral home after removal for cremation with a cause of death listed as cardiac arrest. Information identified in the manufacture's database indicated the patient died approximately two years post implant of the system. Further information regarding the device system and circumstances surrounding the death have been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.